Event description:
It was reported that the patient experienced a loss of therapeutic effect, and a lack of pain relief from the implantable neurostimulator, for the previous two months. The patient also experienced a "vibration sensation" in the legs. The patient had some falls caused by the patient's back and right leg "going out." The patient also felt tingling and numbness. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4). Lead: model 3778-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012; lead: model 3778-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012; extension: model 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012; extension: model 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Lead model 3778, lot # v229260017, implanted: (B)(6) 2009, explanted: na; lead model 3778, lot # v229260018, implanted: (B)(6) 2009, explanted: na; extension model 3708140, lot # njb057289v, implanted: (B)(6) 2009, explanted: na; extension model 3708140, lot # njb054263v, implanted: (B)(6) 2009, explanted: na; programmer model 37743, lot # nke112807n; recharger model 37752, lot # nka125320n.

Manufacturer narrative:
Analysis of the neurostimulator model 37712, serial (B)(4) found no anomaly. Analysis of the leads model 3778-45, serials (B)(4) found no significant anomalies. The products were cut through and the bodies segmented. Analysis of the extensions model 3708140, serials (B)(4) found no significant anomalies. The products were cut through and the bodies segmented. Analysis of the anchors model 3550-39 lots unknown found no significant anomalies. The anchor silicones were cut.

Event description:
The patient received assistance from his doctor or company representative on (B)(6) 2012. He was still having concerns regarding his device/therapy. His device was only working with "(B)(6)". He was trying to get an appointment.

Event description:
Additional information received from the hcp reported that the cause of the event was possible lead migration. There were no abnormal impedances. The patient's entire system was replaced and the leads were repositioned. It was noted that the patient experienced pain at pocket site, but it was unclear if this was before or after the revision. It was reported that there was no patient injury, and the patient did not require hospitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.